Manufacturer narrative:
Name and address ; corrected data: the previously submitted MDR inadvertently provided the wrong state and zip code information. Evaluation codes ; corrected data: the previously submitted MDR inadvertently lacked some of the required evaluation codes.. Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. X-rays reviewed by manufacturer, no gross lead discontinuities visualized.

Event description:
It was reported that high impedance was observed with the patient's device. X-rays were taken and sent to manufacturer for review. No obvious discontinuities were identified with the vns system. It was reported that the patient experienced marked improvement in seizure reduction on very low device settings. It was reported that the patient was stable up until a month and a half prior when the patient became "unusual" in severity and increased back in frequency from zero to one a day to around four a day. The device was not programmed off. No surgical interventions have been performed to date.

Event description:
It was reported that, upon connection of the new lead to the generator, system diagnostics were run on the vns system and they returned an impedance result within normal limits.

Event description:
It was reported that he patient underwent a lead replacement. The explanted lead has not been returned to the manufacturer to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.